Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep rebuilt the pt database, and repaired the hard drive. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. No pt injury was reported.